Manufacturer narrative:
Concomitant medical products: ha24227h tissue valve, implanted (B)(6) 1993; hp710lg valve, implanted (B)(6)1993; pb1018 transcatheter valve, (B)(6)2012.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited unstable thresholds that had started to rise several months ago. Increasing impedance and loss of capture were also noted. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.